Event description:
It was reported the patient broke out in a rash two days after the implanting of the device. It was stated the rash started at the implant site where glue was used. It then spread 'up the patient's back, down their legs and into their arm.' The incision site was described as 'raw.' Benadryl and cortisone cream were administered to the patient. It was noted the patient was on a steroid treatment and was to follow up with their personal care physician to address the rash. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID 3889-28, lot# va04clh, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported the cause of the rash was unknown. No abnormal impedances were reported. Reprogramming was completed on (B)(6) 2013. It was noted that a follow-up was planned in two weeks in regards to the reprogramming. No hospitalization and no injury were reported.